Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist for mal occlusion. The patient's dentist recommended upper limited ortho brackets to correct misaligned and rotated teeth. The patient has already begun treatment and had the brackets placed. The patient will no longer need to continue their aligner treatment with byte.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.